Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The reported field complaint of high impedance was not confirmed in the lab. The lead exhibited normal electrical characteristics. No anomaly was found. (B)(4).

Event description:
It was reported that during implant the lead exhibited high impedance and intermittent capture. The lead was removed and replaced.